Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer reference number:1627487-2023-04078. It was reported that the patient's leads had migrated. As a result, surgical intervention was taken place on (B)(6) 2023 where one of the leads was repositioned and the other lead was replaced to address the issue.

Manufacturer narrative:
The date of event is estimated.